Manufacturer narrative:
The power management tool confirmed the unloaded voltage and loaded voltage was within spec range. No power error alarms noted during testing; however, power error alarms were noted in trace download analysis due to intermittent non-sleep anomaly software error. Pump received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, cracked select button keypad overlay, stained keypad overlay, keypad overlay peeling, and minor scratched lcd window. Unable to perform the displacement test or lock reservoir into place due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer¿s mother reported via phone call indicating that the customer had experienced a power error on their insulin pump. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with removing the batteries and to monitor the notification light. The customer was advised to wait until the notification light stops flashing to enter new batteries. The alarm on the device was not cleared. The customer returned the product back for analysis.